Manufacturer narrative:
(B)(6). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Results: visual inspection of the complaint manometer confirmed that the display of the manometer was tilted, preventing the manometer needle to move. Visual inspection also found that the enclosure had severe impact damage. Performance testing of the complaint unit found that the unit failed the functional test. Further inspection revealed that this was because the pip valve would not turn smoothly. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product, and our observation of severe impact damage, it is likely to be caused by impact damage due rough handling of the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in hawaii reported that the manometer of an rd900 neopuff infant resuscitator was stuck. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was stuck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.